Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead exhibited oversensing of noisy signals as a result of a fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead was returned for analysis. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the explant. An x-ray was performed prior to the explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 210 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of oversensing and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead exhibited oversensing of noisy signals as a result of a fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead exhibited oversensing of noisy signals as a result of a fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead was returned for analysis. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the explant. An x-ray was performed prior to the explant. No additional adverse patient effects were reported.